Manufacturer narrative:
The tech adjusted the brake position for all four casters to repair the stretcher.

Event description:
Info rec'd indicates the stretcher still rolls after the brake/steer pedal has been set to brake.